Event description:
New information received notes the lead was explanted.

Event description:
It was reported that at follow up, high impedance and high thresholds were observed. A fracture is suspected. The ICD was deactivated pending lead replacement.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion was found at 33.5-34.0cm from the distal tip. The etfe coating was intact at the same location.